Manufacturer narrative:
Additional information was provided via email on the reported incident. The patient was undergoing a laparoscopic inguinal hernia repair and weighed (B)(6). The lot number for the reported device is still unknown due to the label being discarded. A surgical delay of 10 minutes was caused by this device malfunction; however, the procedure was completed as scheduled.

Manufacturer narrative:
The reported used device was returned to conmed for evaluation. The original packaging was discarded by the user facility; therefore, a label/manufacturing review was unable to be performed. Visual inspection of the device confirmed the reported issue of component detachment. The upper seal/main body with ribbon was torn distally along the overmolded fabric component, which had completely detached. The silicon rubber and donut fabric components were found to be damaged and in fragments. Previous investigation has shown that if the overmolded fabric is positioned in this manner, the seal is weaker and stretches less than when positioned correctly. It was not proven that every device exhibiting this feature will detach, just that a device with this feature is weaker and stretches less than a device without the feature. Based on this previous investigation, the root cause of this reported incident is either use error or manufacturing defect. A risk analysis was performed and the risk was determined acceptable. In addition, a health hazard evaluation (hhe) was completed and determined there is no posed health risk for this issue. The instructions for use mitigate this type of issue stating: -to prevent damage, the trocar should not be introduced into the valve/reducer at an angle. -sharp instrumentation may compromise the elastic seal. -desufflation will occur during instrument insertions if the elastic seal is compromised. -when endoscopic instruments and accessories from different manufacturers are employed together in a procedure, verify compatibility prior to initiation of the procedure. This issue will continue to be monitored through the complaint system in order to assure patient safety.

Event description:
The distributor reported on behalf of the user facility "the valve dropped in intraperitoneal during surgery". The incident occurred during surgery, however, there was no patient injury or surgical delay. An alternate device was used to successfully complete the procedure. Despite the attempt to obtain additional patient/event information, there has been no additional information received regarding the patient's demographics or the reported incident. This report is raised on the basis of potential injury with recurrence.